Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets expectations. No product deficiency was observed. Although a relevant nc was noted in the batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. The customer was reported to have a tooth infection; this condition may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Patient's therapeutic range not provided. Patient reports three different results on two inratio meters on the same day: exact date unknown physician's inratio inr = 2.2 morning reading; patient's inratio inr = 1.9 midday reading; patient's inratio inr = 1.3. Exact date unknown physicians inratio inr = 1.3; patient's inratio inr 1.7. No reported adverse patient sequela.